Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the left atrium and prior to catheter insertion, aspiration was performed through the side port, and air was aspirated. Despite multiple attempts to aspirate the air through the side port, it could not be fully removed. The sheath was replaced, and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Additonal information: g3, h2, h3, h6, h11. The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.